Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device , and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2019 and suture was used. The end of the needle broke when sewing the skin of lower uterine segment, leading to the problem of pulling off suture needle. Removed the broken needle and suture from the operating table immediately. Changed another one to complete the surgery. No additional information could be provided. No reported patient consequences.